Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain glucose readings. As a result, customer experienced disorientation, sweating, and body was cold and was unable to self-treat, requiring third-party administration of cola for treatment by their spouse. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was de-cased and visual inspection has been performed on pcba (printed circuit board assembly) and no issue were observed. Sensor was damaged during de-casing and failed to scan with evm (evaluation module). An extended visual inspection was also performed on the returned de-cased sensor and damage was observed to the sensor's pcba (printed circuit board assembly). Data was unable to be extracted due to the observed damage on the pcba. A visual inspection was performed on the returned sensor's pcba and observed that the pcba had been damaged due to de-casing and was cracked right through the pcba. This damage to the tracks and components will render the pcba unable to function as design intent. Therefore, investigation was unable to be continued as sensor was no longer in a condition to perform functionality testing. Issue will be unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain glucose readings. As a result, customer experienced disorientation, sweating, and body was cold and was unable to self-treat, requiring third-party administration of cola for treatment by their spouse. There was no report of death or permanent impairment associated with this event.